Event description:
Implant fractured. However, evaluation of the returned unit found no fracture on the implant. There is not fracture found as the customer claims to be; since the product was removed after two months, then the hazard condition is for non-integration.